Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On 09/01/2025, it was reported that the patient got up to go to the bathroom, fell, and experienced loss of consciousness. When a fingerstick was taken by the patient's daughter the cgm reading was 170 mg/dl, and the blood glucose reading was 62 mg/dl. The patient was treated with glucose gel and recovered after treatment. The patient was not brought to the hospital. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.